Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during final tightening of the screw, the screw holder fractured. There was no patient harm reported. Surgery was reported to be prolonged about 2 minutes. This is report number 1 of 1 for (B)(4).